Event description:
The event report for this file was received from the chinese health authority. A non-healthcare professional reported that the corneal flaps were created in both eyes. The planned flap thickness was one hundred ten microns however, midway through the system scan, it was found to be an epithelial flap. The flap was repositioned with a different patient interface, but the same issue occurred midway through the system scan and the procedure was terminated. The surgery was rescheduled. The bandage contact lens was placed. On further examination, it was noted that conjunctival congestion and mild corneal epithelial edema, no other obvious abnormalities observed in right eye of the patient. The fellow eye was clear and no other obvious abnormalities observed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The event report for this file was received from (B)(6). A non-healthcare professional reported that the corneal flaps were created in both eyes. The planned flap thickness was one hundred ten microns however, midway through the system scan, it was found to be an epithelial flap. The flap was repositioned with a different patient interface, but the same issue occurred midway through the system scan and the procedure was terminated. The surgery was rescheduled. The bandage contact lens was placed. On further examination, it was noted that conjunctival congestion and mild corneal epithelial edema, no other obvious abnormalities observed in right eye of the patient. The fellow eye was clear and no other obvious abnormalities observed. New information was received via follow-up from company representative that the same complaint details were captured in the file ID (B)(4). Hence this file ID (B)(4) to be cancelled and all the information and documents will be moved to the file ID (B)(4).

Manufacturer narrative:
Additional information provided in b.5., h.2., h.11., this is a duplicate of manufacturer report number 3003288808-2026-00093. No additional reports will be filed on this report number 3003288808-2026-00093. Any additional information that is received will be reported in manufacturer report number 3003288808-2026-00076. The manufacturer internal reference number is: (B)(4).